Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation; however, clinical data file were provided for review. During the first and second analyses, significant patient movement during ventilation and CPR likely contributed to intermittent pad contact and ECG instability, resulting in two "no shock advised" decisions. In the first analysis, the ECG briefly appeared as a dashed line, suggesting momentary pad lift, while the second analysis showed continued signal instability. During the third analysis, movement was reduced and ECG signal became more stable, allowing the device to complete analysis successfully and identify a shockable rhythm. Overall, excessive motion during the initial analyses likely contributed to the results. The device appears to be operating within the limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.